Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort due to the ipg placement at the lower back. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.